Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer requested for inspect of 2 stations usc6s1 & usc6s2. Nurse cut their hand while working and was not sure if it was something sharp from either one of the stations. User does not see any visible sharp piece, but they would like the 2 stations to be inspected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the broken rails. A field service engineer (fse) found that the replacement drawers were required. One full height drawer was found with faulty rails, and the rail set was replaced. Half height drawers 5 and 6 were found to have damaged slide rails and were difficult to pull. The customer also reported an injury while using the pyxis. Half height drawers 5 and 6 were replaced, and all pockets were reloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer requested for inspect of 2 stations usc6s1 & usc6s2. Nurse cut their hand while working and was not sure if it was something sharp from either one of the stations. User does not see any visible sharp piece, but they would like the 2 stations to be inspected. However, there were no delays or adverse events or injuries reported based on this event.